Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the hospital on (B)(6) 2016 for chest pains. The patient was released the following day and was told to come back for a follow-up in 7-10 days. The patient passed away within 24 hours of leaving the hospital on (B)(6) 2016. Previous notes stated that the patient is in vt and needed to do noninvasive programmed stimulation (nips). Therapy was deactivated, changed the vt zone and then therapy was reactivated. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.